Event description:
Customer reported the system could not be turned on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the key switch. System operates as intended.